Event description:
16 fr foley catheter was found to be leaking while doing 2000 assessment. Upon further assessment, there was a small pinhole defect in the foley catheter tubing which caused all of the fluid from the balloon leak out. The foley was pulled out and needed to be replaced. The foley catheter was discarded before a lot # could be obtained.